Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used inflator syringe, with packaging, was returned for evaluation. Visual examination of the inflator syringe showed that the needle was not set to zero but rather the needle was placed between 4 and 5. The returned inflator syringe confirmed the reported defect. All information of this incident was forwarded to our supplier, wika instrument corp, for evaluation. Our supplier examined the device and it was noted that there was corrosion on the inside of the inflator gauge and that the pointer was resting at 4atm. It should be noted that the corrosion was due to b. Braun's decontamination process of the device. Our supplier tested the gauge and confirmed the gauge to be off of zero and out of tolerance. Based on the results of sample evaluation, our supplier determined that incidents of this nature could be attributed to the gauge being subjected to a shock or impact which could cause the pointer to be off of zero. However, the location and timing of the damage could not be determined. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformance noted during in process or final product inspection. We will maintain this report for future reference and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: customer reports - when the inflation device was opened, the gauge was not set to zero. No injury reported. The device was not used on a patient.